Event description:
The customer received questionable results for thyrotropin (tsh) on approximately 987 patient samples. Of those samples, it was determined that six samples had erroneous tsh results that were reported outside of the laboratory. The customer indicated the issue was ongoing after the service visit on (B)(6) 2014. The customer indicated that other assays are not showing an issue. The customer has been sending samples to a reference lab for repeat testing. The reference laboratory uses an abbott architect instrument. All units are in uiu/ml. Patient 1 had an initial tsh result of (B)(6), which was reported outside of the laboratory. The sample generated a repeat result of (B)(6). The customer deemed the repeat result to be correct. There was no adverse event. Patient 2, a (B)(6) year old female, had an initial tsh result of (B)(6), which was reported outside of the laboratory. The sample generated a repeat result of (B)(6). The customer deemed the repeat result to be correct. There was no adverse event. Patient 3 had an initial tsh result of (B)(6), which was reported outside of the laboratory. The sample generated a repeat result of (B)(6). The customer deemed the repeat result to be correct. There was no adverse event. Patient 4 had an initial tsh result of (B)(6), which was reported outside of the laboratory. The sample generated a repeat result of (B)(6). The customer deemed the repeat result to be correct. There was no adverse event. Patient 5 had an initial tsh result of (B)(6), which was reported outside of the laboratory. The sample generated a repeat result of (B)(6). The customer deemed the repeat result to be correct. There was no adverse event. Patient 6 had an initial tsh result of (B)(6), which was reported outside of the laboratory. The sample generated a repeat result of (B)(6). The customer deemed the repeat result to be correct. There was no adverse event. The serial number of cobas e411 (e411) in use was (B)(4). The field service representative (fsr) ran the patient results on the e411 and then ran the samples on a cobas 6000 e601(e601) for comparison. The fsr indicated the results between the two analyzers compared with no significant difference. The results were provided to the customer. The customer is satisfied that the results from the e411 and the e601 are accurate. Please see medwatch with patient identifier (B)(6) for the erroneous results that were generated before the service visit on (B)(6) 2014.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. After evaluating the data, it was noted that a possible root cause for the issue could be a problem with the calibration curve, therefore generating higher tsh values. Other possible root causes include incorrect sample preparation, cross contamination in the laboratory or an issue with the reagent handing, storage or transport. However, these causes could not be confirmed.